Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned the device substantiated the reported product experience. Inspection of the device indicated that a bilateral cuff miss occurred as evidenced by both cuffs remaining in the pockets and both needles were undisturbed. There were no needle strike marks observed at the foot, suggesting that the needles were deflected away from the foot during deployment. During testing, the plunger insertion could not be performed to test the needle trajectory and push mandrel travel because the foot could not be deployed. The device was disassembled and the proximal end of the actuator wire was found to be detached from the sled when deploying the foot. The sled was inspected and adhesives were present, but the bond was broken due to pulling the sled against excessive resistance caused by dried blood in the guidetube. However, the device could be deployed and the foot was parked by pulling and pushing the proximal end of the wire. A wire-to-sled bond breakage was not considered a failure mode of the device. Although the plunger insertion could not be performed, the needle trajectory of every device is checked during manufacturing. Based on the investigation findings, the probable cause for the bilateral cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Per the instructions for use (IFU), it states that: while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. No manufacturing or quality deficiency was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.